Manufacturer narrative:
This device was returned in safety mode and the device was unable to be tested. At the laboratory analysis, the cause of the battery depletion could not be confirmed.

Event description:
It was reported that this device was returned in safety mode and the device was unable to be tested. At the laboratory analysis, the cause of the battery depletion could not be confirmed. No adverse patient effects were reported.